Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was discharged from the hospital after the procedure.